Manufacturer narrative:
UDI # (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as the lot number of the device involved in the incident was reported as unknown. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).

Event description:
It was reported that during suctioning of the patient with the oral care suction tip yankauer by nursing staff, it was noticed that the green tip was missing from the end of the device. The staff was unable to confirm if the tip was intact prior to suctioning. The patient was supine at the time and was intubated with a cuffed endotracheal tube, balloon intact and sedated on propofol and remefentanil. At no time did the patient show any clinical signs of change or deterioration. The bedspace was searched but the tip was not found. There was no reported injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received without the distal tip. The sample was visually inspected, and no defects could be observed. There was white residue where the components were bonded together before the separation. No definitive root cause could be determined at this time, however, hyh will continue to review manufacturing processes to look for potential optimizations to prevent future occurrence of the reported issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4)